Event description:
It was reported that the device was indicating the cassette was not detected. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent reports to FDA are unknown; no additional information has been received to date. The device was returned for evaluation, in good physical condition. Event history log (ehl) did show 'high alarm displayed: cassette not attached properly'. A functional check was performed; the reported problem was not duplicated and root cause could not be determined. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).